Manufacturer narrative:
.: Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, when inflating the balloon, it was leaking at the connection between the catheter and the balloon. The procedure was completed with another hurricane rx dilatation balloon. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in an unknown anatomy location. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon had a longitudinal tear, which produces the leak reported. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The results of the analysis performed on the returned device found that the balloon had a longitudinal tear which causes the balloon leak reported. It is possible that the longitudinal tear found in the balloon occurred due to procedural factors such as excess of pressure or interaction with other devices. Also, it is possible that interaction with a sharp surface during or previous to the procedure, could have caused the damage found on the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, when inflating the balloon, it was leaking at the connection between the catheter and the balloon. The procedure was completed with another hurricane rx dilatation balloon. The anatomy location of the procedure is unknown and is being reported as it may have occurred in the esophagus. No further information has been obtained despite good-faith efforts. There were no patient complications reported as a result of this event.